Event description:
Customer reported that twice within two weeks in october a dr said, "catheter stuck to the vessel wall when trying to remove it." Had to fight it 11 cm to get it out. No other complications noted; both pts are fine.

Manufacturer narrative:
No samples were returned and no lot identification info was provided. Co attempted to obtain info on at least two occasions with no response. Without any info co is unable to offer any positive determination regarding the nature of this complaint. Withdrawal problems have been attributed to the drying and subsequent shrinking of the umbilicus. This may have been a contributing factor in this report.